Event description:
It was reported that two devices were noted to have green deposits noted on iui connectors. One device was found in the 4ghj department clean supply room and the other was found on the cardiovascular intensive care unit (cvicu) clean supply room. There was no patient involvement.

Manufacturer narrative:
Revised b4 and g4.

Event description:
It was reported, that two devices were noted, to have green deposits noted, on iui connectors. One device was found in the 4ghj department clean supply room. And the other was found on the cardiovascular intensive care unit (cvicu) clean supply room. There was no patient involvement.

Manufacturer narrative:
The reported issue of iui corrosion could not be confirmed. No product was returned for investigation. No further investigation of this event is possible at this time. Root cause: n/a. A review of the device history record showed, the device had a manufacture date of 10/05/2017. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Patient informations were requested but not provided.

Event description:
It was reported that devices were noted to have green deposits noted on iui connectors.